Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) male patient contacted zoll to report that he was ending use of the lifevest. The patient reported that he is terribly uneasy and he has sores and terrible scratches. There was no follow up on the sores and scratches to see if they healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.